Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen straight stem extension 13mm x 100mm catalog #: 00598801013 lot #: 61945667, unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni, unknown patella catalog #: ni lot #: ni. Report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0002648920-2019-00837, 0001822565-2019-04869, 0001822565-2019-04870, 0001822565-2019-04871. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address disengagement of the femoral component from the femoral stem and femoral loosening. Intraoperatively, the surgeon did not believe the stem had been properly engaged to the femoral component, as one of the femoral screws was missing. Slight wear on the articular surface from the patella was also identified, which the surgeon believes caused lysis and micromotion on the femoral component. Attempts were made and no additional information is available at this time.